Event description:
The suspect device was received by the manufacturer and is awaiting completion of product analysis.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient passed away due to possible sudep. The patient was recently implanted and their vns had not been fully titrated yet. The generator was explanted and internal generator data was received and reviewed. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the suspect device. An interrogation, system diagnostic test, wandcomm diag, and electrical evaluation (shows ifi=no condition) were performed. No anomalies were seen and the device performed according to functional specifications. Data dump, wandcomm data, and product analysis worksheet were reviewed and no anomalies were seen.